Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during prime test due to faulty force sensor. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked reservoir tube lip, cracked reservoir tube and broken belt clip slot.

Event description:
It was reported by the customer that the device was alarming. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to disconnect from device. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Advised customer to discontinue use of device and revert to back up plan. Informed customer alarming may be due to the device being unable to detect the reservoir. Customer stated they had received the alarm the day prior but cleared and continued to use device. Customer's blood glucose level before alarming was 359 mg/dl. Customer's blood glucose level at time of reporting was 159 mg/dl. Nothing further reported.